Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump firstly received the replace battery alarm with low battery alert. Customer¿s blood glucose level was 162 mg/dl. Customer was advised to that they required new battery for insulin pump to work effectively. Customer reported that the battery was not previously used. Second time customer received replace battery without low battery alert. Customer reported that the battery cap was not loose. The insulin pump will not be returned for analysis.